Manufacturer narrative:
Investigation: bd received a 20 gauge insyte autoguard unit from lot 8275527 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed excess packaging material above the label and there was insufficient packaging below it. One side of the package appeared to be unsealed and no signs of a proper seal were observed. Based off the visual inspection the engineer was able to verify the reported defect. This was determined to have been a manufacturing defect caused by a misalignment of the top of the packaging.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter there was one package out of 50 that had a poor package seal. The following information was provided by the initial reporter, translated from japanese to english: the sealing part of a package out of 50 was opened.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter there was one package out of 50 that had a poor package seal. The following information was provided by the initial reporter, translated from (B)(6) to english: the sealing part of a package out of 50 was opened.